Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that damage to the ceramic sheath's beak was caused by thermal impacts, wear and tear, improper handling, mechanical overload (such as falls or shocks), or similar stresses, resulting in the tip beak chipped issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was therapeutic and completed.